Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The evaluation found signs of internal activation which is attributed to the ingress of saline into the electrode resulting in an internal electrical short at the proximal connection region. The most likely root cause for this reported phenomenon is due to fluid ingress through the joint where the proximal assembly at the rear of the electrode joins the shaft resulting from a short inside the device.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the connection between the electrode and working element were found charred and smoking. Both devices were replaced with a different device but similar models and the intended procedure was completed. There was no patient injury reported. Olympus followed up with the user facility and was informed that the device was inspected prior to use and no abnormalities were found. The user facility alleged that the issue was with the electrode which caused the damage to the working element. No further information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly